Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. It was indicated that it was obvious the lead came away from the tissue due to threshold measurements, loss of capture and decreased amplitude measurements. As the patient was not pacemaker dependent and the measurements were currently within the acceptable range, no changes were made to the system. No adverse patient effects were reported.